Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the mid/distal superficial femoral artery. The lesion was reported to be severely calcified with 70% stenosis. The stent was deployed without issue but during removal of the stent delivery system (sds) the distal tip got caught inside the stent. The sds was unable to be removed and the patient was sent for surgery. The stent and sds were removed from the patient. The lesion was pre-dilated. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined, limited information available, device not available for evalation).